Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl (250 mcg/ml) and bupivacaine (25 mg/ml) at an unknown dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient's wife though the medication had been "pooling" for a long time. It was stated to have started sometime in 2019 or 2018. No symptoms were reported. No further complications have been reported as a result of this event.